Manufacturer narrative:
Correction: corrected h6: health impact code from 4629 - device revision or replacement to 4627 - device explantation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108417.

Event description:
It was reported that the patient was experiencing pain and shocking at the lead site. As a result, surgical intervention took place on (B)(6) 2025 during which patient's entire system was explanted to address the issue. It is unknown which lead caused the issue.